Event description:
Customer reports a shard of the glass ampoule pierced the plastic tube and her finger while crushing the directcheck control. Customer reports the protective sleeve provided was not used when the ampoule was crushed. The protective sleeve is provided for use when control vials are activated. No report of serious injury, or intervention.

Manufacturer narrative:
(B)(4): method: device history record, ncmr, CAPA and complaint history evaluated. No product returned. Results: record evaluation completed. Product met all release criteria. Conclusions: no conclusion can be drawn. User error may have contributed to alleged event.